Manufacturer narrative:
This medical event reported involved a product training issue. No product is expected back for investigation. This is a final report.

Event description:
Customer called initially regarding a port issue with his adc meter, and it was discovered during troubleshooting, the customer was turning on the meter prior to inserting the test strip, which is the incorrect testing technique and he thought he was getting the same reading repeatedly. The customer stated as a result, he went to the hosp due to low blood glucose. However, customer reported symptoms of urination and dry mouth and was diagnosed with hyperglycemia which is inconsistent with his initial statement. Customer was treated with insulin (route unk) and "salt water". Numerous attempts were made to clarify medical event and treatment reported. Customer was successfully trained on how to test properly and the port issue was resolved. There was no report of death or permanent impairment associated with this case.